Manufacturer narrative:
Combination product: yes.

Event description:
System was explanted due to pt complaint of pacemaker site pain with pocket revision to remove all scar tissue from pocket and excision of hypertrophic scar from previous closure. Should additional information become available, this file will be updated.

Event description:
System was explanted due to pt complaint of pacemaker site pain with pocket revision to remove all scar tissue from pocket and excision of hypertrophic scar from previous closure. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment. Several damages along the insulation were found. These damages probably occurred during the extraction procedure from surgical tools. Furthermore, the fixation helix was found bent and stretched. The deformation most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.